Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced a ventricular tachycardia (vt) episode for which the device delivered anti-tachycardia pacing (atp). The atp accelerated the rhythm into the ventricular fibrillation (vf) zone where shock therapy was delivered and successfully converted the rhythm. It was reported that the patient experienced a syncopal episode as a result of the vf and fell and sustained a head injury. The patient was reported to be in stable condition and was admitted to the hospital for overnight monitoring. No additional adverse patient effects were reported.